Event description:
Boston scientific received information that during a scheduled device change-out, this lead was not successfully implanted due to high unresolvable, out of range pace impedance measurements. Reportedly, there were several lead placement locations attempted which resulted in high thresholds and high impedance values. The lead was removed and the physician was able to reconnect the chronic lead, so as to complete the procedure. The attempted implant lead is intended to be returned for analysis. While the patient was pacer dependent, no adverse effects were reported outside of an extended implant duration time.

Manufacturer narrative:
(B)(4). Following return and completion of laboratory analysis, this event will be further updated.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Additional impedance testing was conducted with results confirming a normal impedance measurement. This testing further suggests that an anomaly with the lead itself, did not contribute to the allegation of high impedance. Analysis was unable to confirm the reported allegation as the returned product did not reveal any sign of a material or manufacturing problem. The lead has been archived as meeting all specifications.